Event description:
The customer reported being in the hospital for non diabetes related issues, and she had an MRI while wearing the insulin pump, but the device alarmed motor error. The blood glucose reading was 284mg/dl. The customer was given steroids, and her blood glucose went high. The customer stated that the insulin pump was not functioning and they gave her a manual injection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump failed the displacement test with units left on the status screen. Unit had intermittent motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion, occlusion, and excessive no delivery alarm tests due to motor error alarms. Unit had broken reservoir tube lip, cracked battery tube threads, case near display window corners noted during visual inspection.